Manufacturer narrative:
The customer did not return the subject device due to the cancelled repair request. However, the olympus field service engineer (fse) performed an onsite functional check and searched for defects. Activities performed by the fse included checking light source connectors on the endoscopic columns affected and checking the condition of the electrical contact's endoscope connection plug. Fse detected the presence and subsequent removal of a small filament of tissue (gauze) on the light source connector contact light. Also, an insignificant dent was detected on the instrument connection plug contacts with multiple tests of engagement and stresses exerted on the plug. Fse performed an external cleaning of the electrical contact crowns of the two light sources, removing any deposits of dust. The reported issues with the b30 and e315 error messages were sporadic failures. The failure could not be confirmed, but its occurrence was likely. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii colonovideoscope displayed error codes b30 (scope communication) and e315 (scope error). The customer reported that the error appeared when inserting the instrument in the column. The device was also inserted in another column with the same error messages displayed. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed - therefore, a further cause of the could not be presumed. User may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.